Event description:
In (B)(6) 2016, I had contacted saferproducts because of cleare care contact lens solution after being used properly, burned my eyes two different days. At that time, I was told that no further investigation would be done. I also contacted alcon and they sent me replacement boxes of the solution and lens case used for cleaning my contacts. I visited my optometrist in (B)(6) to check for chemical burns in my eyes. At that time he gave me a sample bottle and case to use until the replacements were shipped to me. The case he gave me was tan/gray color cap. The ones that were used when I burned my eyes had a blue cap with a blue and white insert attached. I have been using the solution they gave me with the canister that my optometrist gave me for the last two months without any problems. On thursday (B)(6) 2016 I used a new pair of contacts and pulled one of the blue lid canisters from the box that alcon had sent me. On friday morning, (B)(6) 2016 my eye was immediately burning when I inserted the contact. There is something wrong with the canisters. They are loose in the box with no outer packaging and I think they are being thrown into boxes before they are ready for the consumer. Canister numbers are different than the ones from (B)(6). I have never had a problem with blue lid canisters that I have used over the last year if they were packaged with an outer wrapping. Injury information: injury, first aid received by non-medical professional. Product description: clear care solution lot #244548f exp (B)(6) 2017 canister stamped with #(B)(4). Product type: grooming. The product was damaged before the incident. No. The product was modified before the incident. No. Explanation: called company and no response. Document number: (B)(4), report number: (B)(4).